Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the device to be in good condition. A review of the device's event history log found a record of a ?downstream occlusion' alarm. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that the inoperable dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects corrected.

Event description:
It was reported, the pump alarmed a downstream occlusion error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.